Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jun-18 the pt called back reporting they had met with a rep on 2025-jun-17 for reprogramming. They explained they had been in serious pain for 2 weeks prior to this call. During this call, pss walked the pt through adjusting stimulation and the pt confirmed they were able to increase stimulation. They confirmed they could feel stimulation in the following areas: top part of right leg, from their waist down to the middle of their calf, from the middle and whole lower part of their lower back towards their sciatic area down the legs to the toes. The pt locked / unlocked the controller and confirmed they were able to connect to their therapy settings. It was confirmed adaptive stim was turned on and position was checked and confirmed stimulation was adjusted. The pt locked / unlocked the controller again and confirmed they were able to connect to their therapy settings. Pss reviewed device function and informed the pt to monitor the reported issue and call back if they need further assistance. It was noted troubleshooting steps taken during this call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was the patient reported they would program their stimulation, put the controller down, then pick the controller back up then they would get no device found. The program would be lost and back down to zero. The issue began three days ago. Patient was told to call for a replacement controller. Agent reviewed information. During the call patient was able to increase program 1 to 2.8. Patient was also able to increase programs 2 and 4. Patient got the no device found message when they tried to increase intensity on program 3. Controller was at 90% and the implant was at 60%. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned their representative had been reprogramming them the past few months. The representative noted they would call the patient.